Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on 24-aug-2016 replaced fan. Ran blood samples and qc (quality controls), instrument up and operational. The most probable cause of the reported event was a faulty front column fan.

Event description:
On (B)(6) 2016, a customer reported column fan broken with their hlc-723g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.